Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. Additionally, the charger was unable to charge a battery pack due to a contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective power supply brick could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred as a result of the defective charger.

Event description:
A us distributor reported that a patient's battery charger was unable to power on.